Event description:
Distributor contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on patient experienced (B)(6) 2015. No injuries or medical intervention were reported.

Manufacturer narrative:
(B)(4).